Event description:
The user facility poc lab called and said the suspect device had melted to the docking station. There were no allegation of injury. The device was replaced and requested to be returned for evaluation.